Event description:
It was reported that noise and low, out of range, pacing lead impedance were observed. The lead was explanted and replaced. Patient was stable upon discharge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.